Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient extension line was connected after prime which is known to be able to cause this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed prior to connecting. It also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. The patient was connected and in initial drain at the time the air was noted. The patient explained to the technical service representative (tsr) that they forgot to connect the patient line extension until after priming, after which they connected and started the therapy. There were no alarms. The tsr assisted the patient with ending the therapy and advised them to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.